Event description:
During a review of vns pt's programming history, it was noted that the pt's settings were unintentionally alerted due to a faulted sys diagnostic test. On (B)(6) 2010, the pt was initially interrogated at 1.5 ma/20 hz/250 microsec/30 sec/1.1 min. A faulted diagnostic test then occurred and changed the settings to 0 ma/20 hz/500 microsec/30 sec/60 min. The site attempted to reprogram the pt to intentional settings, but the last available data shows a partial programming event, leaving the generator at 0 ma/20 hz/500 microsec/30 sec/60 min. The programming system's hand-held computer and software were returned for a separate issue. No anomalies were noted with either component during analysis by the MFR, and they operated within specifications.